Manufacturer narrative:
Citation: martinez quintero b et al. Aortic dissection after transcatheter aortic valve replacement. Clin case rep. 2019;7:1821¿1822. Doi: 10.1002/ccr3.2353. Epub 2019 aug 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with a history of heart failure (new york heart association functional classification iii) and severe aortic stenosis who underwent transcatheter aortic valve replacement with a 34 mm evolut r bioprosthetic valve (serial number not provided). Three months post-implant, the patient presented with dyspnea. A computed tomography scan revealed the valve was in a proper position along an aneurysmal dilation of the ascending thoracic aorta and internal shift of calcification toward the aortic lumen that was indicative of a stanford type a aortic dissection. A transthoracic echocardiogram showed a severely dilated aorta with a complex intimal flap consistent with an aortic dissection and a pericardial effusion. The patient¿s family declined surgical intervention because of the patient¿s advanced age and high surgical risk. No additional adverse patient effects or product performance issues were reported.